Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they lost consciousness and woke after 5 hours. He contacted a friend who called emergency medical services (ems). Ems arrived, took the patient¿s blood glucose (bg); however, the bg value was not provided but the continuous glucose monitor (cgm) displayed a sensor failure message. Ems administered glucose via intravenous (IV) therapy and transported the patient to the hospital. The patient was discharged an unspecified time later. Additionally, the patient reported that they were asymptomatic prior to the event. At the time of contact, the patient was in stable condition. No additional patient or event information is available.